Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set did not flow. The event was further clarified as the solution crystallizes "occurred more or less 15 minutes after the infusion started". The device was filled with a mixture of 4 ampules of trimethopín sulfa diluted in 250 ml 5% dextrose . This event occurred during patient infusion. The set had to be changed twice. There was no patient injury or medical intervention associated with this event. No additional information is available.